Event description:
It was reported that the patient presented with complaints of feeling light-headed and 'not well.' It was not possible to establish telemetry with the device. It was recommended that a surface electrocardiogram be utilized and a magnet be used to try to elicit a magnet response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.